Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the following issue was observed on the device: ¿sent to sco for repair.¿ additional notes provided by the facility¿s clinical engineering support services include: ¿I'm not sure which error kept coming up on this unit, but the tests I ran it through showed that the pressure sensors were dying. I replaced both the upstream and the downstream pressure sensors. The air-in-line (ail) sensor was giving me some trouble, but in the end it worked and I didn't have to replace it. I recalibrated the unit, ran it through its pm tests, and ran it through a 75 ml infusion of distilled water. The unit passed all of these tests and should be working normally.¿ reported problem cause description: "mechanical - electrical.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿